Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. The customer was advised to revert to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.